Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon review, the pacemaker exhibited backup vvi operation. The device was successfully restored.